Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
Additional information received reported the catheter was replaced. The location of the catheter issue was not known. The patient was doing fine.

Event description:
It was reported that the patient had a sudden return of tone and some vomiting approximately 3 weeks prior. The patient was prescribed oral (po) baclofen at that time. A catheter fracture was reported at a catheter revision on the day of report. The daily dose was reduced at the time of the revision. The pump was used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.